Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam). This crt-p remains in service and no adverse patient effects reported.